Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain.') In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included difficulty breathing, uterine bleeding, bleeding genital, asthma and uti. Concurrent conditions included hypothyroidism, hypertension, reactive airways disease, bowel motility disorder, thrombosis, stress, pap smear abnormal, hypothyroidism, urinary incontinence, weight loss, fatigue, weight loss, adenomyosis, abdominal cramps, vaginal mucosal damage, tenderness, spotting vaginal, ovarian cyst, dizziness, fever, menorrhagia, high cholesterol, stress incontinence, female and pelvic pain female. Concomitant products included esomeprazole magnesium (eso protocol), hydrochlorothiazide since (B)(6) 2015, ibuprofen, levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2015, levothyroxine since (B)(6) 2015, norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) since may 2010, propranolol (propanolol) since (B)(6) 2015, salbutamol since (B)(6) 2015 and simvastatin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the urinary tract infection had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event "dysmenorrhea (cramping)" added. Device confirmation not done event deleted and updated in history. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain.') In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included difficulty breathing, uterine bleeding, bleeding genital, asthma and uti. Concurrent conditions included hypothyroidism, hypertension, reactive airways disease, bowel motility disorder, thrombosis, stress, pap smear abnormal, hypothyroidism, urinary incontinence, weight loss, fatigue, weight loss, adenomyosis, abdominal cramps, vaginal mucosal damage, tenderness, spotting vaginal, ovarian cyst, dizziness, fever, menorrhagia, high cholesterol, stress incontinence, female and pelvic pain female. Concomitant products included esomeprazole magnesium (eso protocol), hydrochlorothiazide since (B)(6) 2015, ibuprofen, levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2015, levothyroxine since (B)(6) 2015, norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2010, propranolol (propanolol) since (B)(6) 2015, salbutamol since (B)(6) 2015 and simvastatin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and weight increased had resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event weight gain was added. Outcome of events pain, abnormal bleeding and bladder/urinary problems was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain.') In a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo essure confirmation test". The patient's medical history included difficulty breathing, uterine bleeding, bleeding genital and asthma. Concurrent conditions included hypothyroidism, hypertension, reactive airways disease, bowel motility disorder, clot blood, stress, pap smear abnormal, hypothyroidism, urinary incontinence, weight loss, fatigue, weight loss, adenomyosis, abdominal cramps, vaginal mucosal damage, tenderness, spotting vaginal, ovarian cyst, dizziness, fever, menorrhagia, high cholesterol and stress incontinence. Concomitant products included esomeprazole magnesium (eso protocol), hydrochlorothiazide since (B)(6) 2015, ibuprofen, levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2015, levothyroxine since (B)(6) 2015, norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2010, propranolol (propanolol) since (B)(6) 2015, salbutamol since (B)(6) 2015 and simvastatin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the urinary tract infection had resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs&mr received reporter information was added. New event added vaginal hemorrhage, menorrhagia, urinary tract infection, anxiety, depression. Device monitoring procedure not performed. Severity added pelvic pain. Outcome added urinary tract infection, pelvic pain female. Concomitant drugs and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.